Manufacturer narrative:
(B)(4). Date of final MDR was filed as (B)(4) 2012; however, the correct date for the final MDR is (B)(4) 2013.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after performing angioplasty in a mildly calcified, 90% stenosed, de novo lesion in the moderately calcified proximal left anterior descending coronary artery, upon unpacking a 2.75 x 28 xience v rx stent delivery system (sds), the proximal shaft of the sds was discovered to be separated into two pieces. Thus, the xience v rx was not used in the patient. No damage nor evidence of previous opening of the device packaging was noted on the device packaging or dispenser coil. The procedure was completed within 60 minutes using a 2.75 x 30 non-abbott sds. There was no occurrence of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.